Event description:
In 2005 the target lesion was an in-stent restenosis area located in the left anterior descending artery (lad). The physician placed a taxus express2 3.0 x 20 mm drug eluting stent in the lad. The vessel was not post dilated. The pt was on asa, heparin, and plavix prior to the procedure. It is unknown whether the pt made it to the holding area or was still in the room when the thrombosis occurred. Upon exploration, it was found the distal portion of the taxus stent was occluded with thrombus. The thrombosis was treated with another (unknown size) taxus stent. The pt's condition was reported as guarded when eent was reported. Multiple attempts made to gather further information have been unsuccessful.